Manufacturer narrative:
The reported failure was "error message: belt slip". A getinge field service technician was onsite and investigated the unit in question. According to the technician, the error message occurred only once. After that the error message was not displayed again. No part was replaced by the technician. Thus the reported failure "error message: beltslip" could not be confirmed. However a dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Device was manufactured in 2010-12-10. The review of the non-conformities during the period of 2010-12-10 to 2021-08-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The reported failure "error message: beltslip" did no happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error message: "belt slip". No patient involvement reported. A getinge field service technician will be sent onsite for investigation of the pump in question. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 twin pump displayed the error message: "belt slip". No patient involvement reported. Reference number:(B)(4).